Manufacturer narrative:
(B)(4).

Event description:
This complaint is from literature source. There were 2 death events reported: one patient died of severe heart failure with recurrence of vt storm 48 hr after the ablation procedure; one patient died of noncardiac cause 5 months after the procedure. This death event is not related to the procedure or device. No device malfunctions were reported in the publication. Multiple attempts have been made to obtain the adverse event questionnaire of this complaint. As for now, no further information has been made available. This adverse event is determined to be MDR reportable. Article title: "endocardial ablation to eliminate epicardial arrhythmia substrate in scar-related ventricular tachycardia" per a report in the journal of j am coll cardiol. 2014 apr 15;63(14):1416-26, a single-center study was conducted on 46 patients between april 2009 and march 2013. The aim of this study was to evaluate the feasibility and safety of epicardial substrate elimination with endocardial radiofrequency (rf) delivery in patients with scar-related ventricular tachycardia (vt). Median follow-up period of 11 months. From the report there were total of 4 serious adverse events: (these events will be reported separately) three patients had pericardial bleeding, which were managed conservatively. One patient had pericardial bleeding, which required surgical intervention. Model and catalog number are not available, but the suspected device is the navistar thermocool. Concomitant products: pentaray and carto mapping system were used in some of the procedures.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: pentaray nav catheter: model #: unknown, lot #: unknown. Carto mapping system: model #: unknown, serial #: unknown . Biosense webster manufacturer's ref. (B)(4). Are related to the same literature article. Manufacturer's ref. (B)(4).